Event description:
The 3100a ventilator did not meet a performance specification. The delta p was low at 51 cmh2o during the performance check. The pt that was being placed on the ventilator was not compromised.